Event description:
A consumer reports that following intraocular lens (iol) implant surgery, the lens kept moving and people noticed that his eye reflected light. One month after surgery, the surgeon administered an anesthetic to his eye and scraped it twice with a blade. The surgeon told him the lens was moving, that this was normal and would improve after three months. The consumer can only see well from a distance. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested.